Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer is currently on a cruise in the mediterranean. Customer stated that the pump was not dropped or bumped recently. Customer will be shipped a loaner pump.